Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 216-217 mg/dl. In addition, it was reported that the customer experienced a low blood glucose (bg) level that ranged from 46-47 mg/dl. The customer consumed carbohydrates to address low bg. Reportedly, the cause to the event was attributed to customer being new on the pump and needing settings adjusted. Healthcare provider (hcp) adjusted settings and a recommendation was made to consult with hcp regarding diabetes management.